Event description:
It was reported that pump generated cartridge alarm 20 and caller experienced cartridge alarms with consecutive cartridges, although issue did not occur during loading. There was no adverse impact to the customer¿s blood glucose level. Caller planned to use multiple daily injections as backup insulin therapy, and technical support arranged pump replacement while caller declined an out-of-warranty loaner pump; no additional information was received regarding any further outcomes.